Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, they just performed surgery for patient with hal rar procedure, using ethicon suture vcp602, while sutured in anus, the needle was broken and the suture loose, it was very difficult to search the needle in the anus. As result finally the needle was found and surgery done, this accident was happen frequently. Upon visual inspection of the three pictures received to ethicon inc. It was observed an opened foil package, one needle and several sutures pieces product code vcp602. The picture is not clear to determine the reported condition. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 component code: g07002 device not returned. Additional information was requested and the following was obtained: how many minutes was the surgery prolonged due to needle search? Based on information from hcp (dr sugandi) the pull off needle from the suture happened after penetration in anal tissue, so he concerned about what if this incident happen when the needle inside in the anal tissue, it will be very difficult to search it was there any change in the patient¿s post-operative care due to the prolonged procedure? No any changes in post-operative patient treatment related this incident. It was reported that "this incident was happen frequently": have these pull off events/procedures/patients been previously reported to ethicon? If so, provide the respective reference pc number(s). As I informed you previously, that incident happened frequently base on hcp information, but the previous incident did not inform to me right after incident. That way I couldn¿t make the report. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
Date sent to the FDA: 09/14/2021 additional h-3 summary: additional evaluation: a detached needle in a container and an empty opened foil into a petridish of product code vcp602 were received for evaluation. As per visual inspection of the detached needle the swage and attachment area were noted to be as expected, the barrel hole was noted with some remnant that appears to be suture. In addition, the suture was not received for evaluation, only can be observed into the petri dish some small sutures pieces in process of degradation. The product code vcp602 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The foil packet was visually inspected, and excessive wrinkles, delamination and a small hole in cavity was observed. This condition contributed to degradation of the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/10/2021. Additional h6 component code: g07002 - unable to investigate further. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp602h. It was requested that hsa assess the fracture mode of the failure. A fracture was not observed at the suture attachment, body, or tip, these were intact. A scanning electron microscope (sem) was used to examine the suture attachment and surrounding area of the needle. The surfaces were examined in multiple locations to determine the fracture mode. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evaluation revealed the needle was not fractured. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot , and no non-conformances related to the reported complaint condition were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it is stated: "the needle was broken and the suture loose". Can you confirm if this is a needle breakage or a needle pull off of suture? - needle pull off of suture it is also stated: "this accident was happen frequently". Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s).- base on hcp information, the incident happened frequently, and by the time the product complaint was discarded already to disposable can. And I told them if happen the incident again to keep the product complaint , for investigation. Please provide status of product return- sent it already. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many minutes was the surgery prolonged due to needle search? . Was there any change in the patient¿s post-operative care due to the prolonged procedure?. It was reported that "this incident was happen frequently": have these pull off events/procedures/patients been previously reported to ethicon? If so, provide the respective reference pc number(s). Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 275 g/m.

Event description:
It was reported that the patient underwent a hemorrhoidectomy/ hal rar procedure on (B)(6) 2021 and the suture was used. While sutured in anus, the needle suture pull off occurred. It was very difficult to search the needle in the anus. As result finally the needle was found and surgery was completed successfully. It was reported that the surgery was delayed. There were no patient consequences reported. Additional information has been requested.